Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a patient status post spinal surgery with deep vein thrombosis had a vena cava filter deployed. Approximately, two years months post filter deployment, a doctor reviewed imaging performed on the patient, which demonstrated no evidence of deep vein thrombosis. There was no thrombus in the filter, but the filter was tilted and appeared that the most cephalad portion of the filter (hook) was against the wall of the ivc. In addition, one filter leg had changed configuration and was more cephalad than the head of the filter. The doctor spoke with the patient and discussed the image findings and a filter retrieval attempt. The risks, benefits, and unsuccessful retrieval were also discussed. The patient understood this and wanted to schedule a retrieval attempt. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years and ten months post filter deployment, imaging demonstrated the filter to be tilted and that the most cephalad portion of the filter (hook) was against the wall of the ivc. In addition, one filter leg had changed configuration and was more cephalad than the head of the filter. Therefore, based on the provided medical records, the investigation can confirmed for a tilted filter and material deformation (bent limb). Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc and filter struts were bent. There were no reported attempts made to retrieve the filter. The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years post filter deployment, patient presented with epigastric pain and back pain. Subsequent, imaging revealed the filter was tilted and it appeared that the most cephalad portion of the filter (hook) was against the wall of the inferior vena cava. In addition, one filter leg had changed configuration and was more cephalad than the head of the filter. There was a linear metallic density at the site of the filter but separated from it, possibly a wire fragment or fractured strut. Approximately six months later, the filter was successfully retrieved. The gross examination revealed one wire was detached from the rod and which was held in place by attached soft tissue. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and material deformation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter tilted and filter struts were bent. There were no reported attempts made to retrieve the filter. The current status of the patient was not provided.